Event description:
The pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt reported that a new bottle of insulin was used and blood glucose levels returned to normal limits. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues observed. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The (B)(4) instructs the user to call animas (B)(4) if the user suspects that the product is damaged. Evaluation also revealed that the keypad buttons are intermittently responsive. There was evidence of contamination observed under all button key contacts. There was no physical damage to the keypad observed.